Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast implant illness diagnosis. Health effect - clinical code e2402: generalized illness. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses and suffered several unexplained systemic symptoms, including hives on her chest, breasts, upper arms, and back. A healthcare professional diagnosed the patient with breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - the patient age is 35 years old - the patient race is white, ethnicity is not hispanic/latino manufacturer¿s reference number: (B)(4).